Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. Reportedly, the patient experienced "pain, mental anguish, and physical limitations".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with lumbar radiculopathy and underwent the following procedure: l5-s1 lumbar laminectomy discectomy and fusion with pedicle screw fixation in which rh-bmp2/acs was used.